Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the right ventricular lead exhibited high capture thresholds and high pacing impedance. The lead was capped and replaced on (B)(6) 2021. The patient had no adverse consequences and was discharged.